Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. Technical support provided support over the phone to the customer. Technical support recommended to the customer to swap power management (pm) printed circuit board (pcb); replace power switch overlay or pm pcb as indicated by test. The biomedical engineer replaced the power management board to address the issue this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error alarm light emitting diode (led) failed (1105). There was no patient involvement.